Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, loss of pacing was observed. In addition, the set screw of the device was difficult to loosen. The device was replaced to resolve the event and the patient was in stable condition. Related manufacturer report number: 2017865-2020-08735.

Event description:
Additional information was received indicating loss of capture was observed.

Manufacturer narrative:
The device was received at beginning-of-life (bol) range of operation. Visual inspection found that ventricular set screw was stripped on the top due to multiple tries in field to lock the set screw during the attempted implant. This is consistent with incorrect insertion of torque wrench into the set screw inset by user. Contact spring inspection did not find any anomalies. Additional analysis performed, including monitoring of the outputs and capture test did not find anomalies, and battery voltage was still at bol range of operation. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported complaints of loss of capture and loss of pacing were not confirmed; the reported complaint of difficulty loosening the set screw was confirmed.